Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was damaged and there was moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: there was no evidence of moisture visible in the battery compartment. The battery compartment was cracked. Leak testing revealed a case seal leak; there was no evidence of a battery compartment leak during investigation. The pump casing was opened and there was evidence of moisture found on the piezo. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.